Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A review of the arrhythmia logbook revealed that the ventricular rate was irregular at times. The patient had a history of atrial fibrillation (af) and it was discussed that this could have been due to af with rapid ventricular response, and issues with conduction. The reporter was referred to the device physician. No additional adverse patient effects were reported. The device remains in service.